Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. During the index procedure, a twist in the aortic body stent graft was observed, possibly due to delivery system manipulation and/or wrapping of the contralateral and ipsilateral guidewires during device deployment; post deployment, there was no blood flow through the ipsilateral leg of the stent graft. The patient was converted to open surgical repair and the stent graft was explanted, followed by a aortic bifemoral bypass. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported type ia endoleak was determined to be user related tension placed on the aortic body during implant. A clinical assessment showed that the device did not likely contribute to this event. Procedure-related circumstances did not likely contribute to this event. Anatomical factors such as significant infrarenal angulation and aortic anatomy being on the high end of the acceptable sizing range of the graft may have contributed to the event. There were no off label or cautionary product use conditions identified. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)

Event description:
An additional unreported event was discovered during clinical assessment of this event. The index procedure concluded with an unresolved type ia endoleak. A palmaz was placed in an attempt to resolve the endoleak but was unsuccessful. The patient returned 4 months later with a type ia endoleak, which was the previously reported event.